Manufacturer narrative:
Patient information is unknown. Additional procodes: kwp, mnh, mni. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, cervical thoracic posterior fixation was performed at c7-t3. It was reported that the screw head was stripped so that the surgeon could not insert or remove the screw from the patient¿s bone. The stripped screw was removed by using the short cut rod and rod pusher. Then, the surgeon inserted the alternative screw after tapping the tap firmly. There was less than 30 minutes surgical delay and there was no adverse consequence to the patient. This report is for a 4.5mm titanium (ti) cancellous polyaxial screw 24mm for 4.0mm rods. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/17/2019: updated event description: it was reported that on (B)(6) 2018, the patient underwent cervical thoracic posterior fixation. The fixed site was c7-t3. The head of the titanium cancellous polyaxial screw was stripped and the surgeon could not insert nor removed the screw from the patient¿s bone. The stripped screw was removed by using the short cut rod and rod pusher. The surgeon inserted the alternative screw after tapping the tap firmly. There was a surgical delay of less than 30 minutes with no patient consequence. This complaint involves (1) device. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Release to warehouse date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part no.: 04.615.224s, lot no.: h386586, manufacturing location: brandywine, release to warehouse date: 26-june-2017, expiration date: 01-june-2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Device condition: visual inspection performed under 5x magnification observed worn surfaces and a slightly stripped screw recess at the screw head. No new issues were identified. The observed worn condition is consistent with the complaint description and therefore the complaint is confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. Dimensional analysis was not performed on the screw head due to observed post manufacture damage (worn condition). Device history record showed no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. A definitive root cause for this complaint could not be determined based on the provided details. Conclusion: the complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.